Event description:
Additional information received reported that normal battery depletion occurred.

Manufacturer narrative:
Product ID 7427, serial# (B)(4), implanted: 2005 (B)(6); product type implantable neurostimulator product ID 748966, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3550-09, lot# lb9621, implanted: 2005 (B)(6); product type accessory product ID 3487a-33, lot# j0417564v, implanted: 2005 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3487a-33, lot# j0519126v, implanted: 2005 (B)(6); product type lead product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3487a-33 lot# j0451699v, implanted: 2005 (B)(6); product type lead product ID 3487a-33 lot# j0417564v, implanted: 2005 (B)(6); product type lead product ID 3487a-33, lot# j0451699v, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a power on reset (por) condition. It was noted that the device was interrogated on the day of report showing a por message. It was noted that electromagnetic interference (emi) could cause it, but that the cause for this case was most likely a depleted battery. It was noted that the patient had two devices, one of which was fully depleted and referred to as the lumbar system. It was noted that the manufacturer's representative went to clear the por and saw the interference message on the clinician programmer and correlated that with the patient's cell phone, however, it was noted that it was unlikely that the cell phone was strong enough to cause a por. It was noted that the entire system would be revised due to lead migration confirmed via x-ray and the dead implantable neurostimulator (ins). The leads were located in the lower lumbar region, however, the manufacturer's representative believed they should be located in the thoracic region but was not 100% sure. Additional information received twelve days later reported that the error coded accompanying the por was "power on reset occurred - enter serial number." The cause of the por was not determined. It was noted that the patient's stimulation stopped. It was noted that the patient was looking to replace the device. The patient outcome at the time of report was that the "reported coverage returned" when the manufacturer's representative left. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.